Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was ¿not happy¿ with their therapy and wanted it removed, and they could not tell a difference with or without the therapy on; the clinical diagnosis was a loss of pain relief. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. Diagnostics performed included x-rays and MRI for additional lumbar surgery planned. Interventions taken included explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.